Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. The technical services (ts) discussed troubleshooting options and recommended to reprogram the s-ICD. No adverse patient effects were reported.